Manufacturer narrative:
Block a2: date of birth:(B)(6) 1973. Block e1: initial reporter address 1 and initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation and gastroscopy procedure for esophageal veins performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.